Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that almost all fluid was left in the IV bag, but the pump indicated that approximately 520ml has been delivered. It was also reported that the pump was programmed again, started again then stopped and 500ml was delivered according to the pump but when nurses measure the liquid in the IV bag, almost 1000ml was left in the bag. No adverse effects were reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.